Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 2 of 2 reports linked to mfg report numbers: 3013886523-2022-00317. A physician reported a certas valve (B)(4) was implanted via v-p shunt on (B)(6) 2022 with setting 2 and was used with bactiseal barium striped cath (ns0340). Due to suspicion of obstruction, shunt imaging was performed on an unknown date. There was no flow that could be confirmed on the distal part of the valve. The valve and catheter were removed (B)(6) 2022. The valve was replaced and it is unknown if the catheter was also replaced.

Event description:
N/a.

Manufacturer narrative:
Updated fields:  d4, d9, g3, g6, h2, h3, h6, h10 the bactiseal catheter (ID ns0340) was returned for evaluation. Failure analysis - the catheter was visually inspected; no defects were noted. The catheter was irrigated no occlusions noted. The catheter was leak tested no leaks noted. No root cause could be determined as the technician could not confirm any problem with the catheters at the time of investigation. The possible root cause for the issue reported by the customer could be due to user¿s error, possible when connecting the catheter, at the time of investigation no occlusion issues were noted with the catheter, or the defect could be with the valve.